Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units of insulin, and initially displayed an accurate fill estimate of over 180 units of insulin in the cartridge. However, approximately a day later, the cartridge ran out of insulin which was faster than expected. The customer reloaded the cartridge and received an accurate fill estimate. There was no impact to the customer's blood glucose level.